Event description:
Additional information received from reporter on 2/18/2022 for report mw5107117. Comfort company (B)(4).

Event description:
Additional information received from reporter on 2/18/2022 for report mw5107117. Comfort company (B)(4).

Event description:
Resident passed away while in healthcare facility. Resident had a halo grab handle on bed from comfort company and cause of death is accidental due to strangulation with grab handle. FDA safety report ID# (B)(4).